Manufacturer narrative:
Device was used following a diagnostic catheterization procedure. Approximately 9 hours later, groin was bleeding and manual compression and a pressure dressing were applied. Pt was discharged. The following day, pt presented at ER with swelling and bleeding from groin. Abx were given and the pt was sent home. Code 86: evaluation of this event is based on manufacturing and qc procedures and historical use of device related to this event. Code 200: during the clinical trials, 5.1% of the device daignostic pts had post device bleeding. Correction: delete 1735 from f10. There was no evidence of bacterial infection in add'l info received. Delete 1738 from h10. Previously included due to misunderstanding of coding manual and requirement to identify if f10 codes are included in labeling.